Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: test: 1, inratio: 1.6. Test: 2, inratio: 1.8. Test: 3, inratio: 2.8. Tests were performed one right after the other. Pt reported nicking himself while shaving, and it took 10 minutes to stop bleeding. Pt also compared his inratio meter to the labs poc meter: date: (B)(6) 2010, inratio: 1.8, different poc meter: 2.7, (inratio) re-test: 1.9.

Manufacturer narrative:
Investigation pending.